Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: all available information was investigated and the difficulty to establish final arm angle (eaa) was not confirmed via returned device analysis. The reported failure to grasp the leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the difficulty to establish faa. The failure to grasp the leaflets appears to be related to the difficulty to establish faa issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. After three grasping attempts, the final arm angle (faa) was tested, but the clip opened to approximately 30 degrees. The clip was locked and there was no lock lever recoil. The clip was unlocked again to 120 degrees and the leaflets were re-grasped. The clip was closed to approximately 60 degrees, relocked and fully closed again. Faa was tested again, but the clip opened to approximately 30 degrees. The clip was not implanted, and the cds was removed and replaced. A new cds was used successfully. Two clips were implanted, reducing the mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.